Event description:
The patient reported that the ok keypad button became intermittently unresponsive two weeks ago. He confirmed that the keypad and audio bolus button are intact. The patient stated that the pump is only occasionally exposed to water. He stated that he wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.